Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported that she was hospitalized twice in one week due to diabetic ketoacidosis. The first event was on (B)(6) 2013, and the customer's blood glucose levels were greater than 600 mg/dl. The customer stated that she was vomiting and very thirsty. The customer stated that she was released once her blood glucose reached 300 mg/dl. However, the customer stated that she did not feel any better after leaving the hospital, and she returned the next day. Again, with blood glucose levels greater than 600 mg/dl and vomiting. The customer was kept in the hospital for several days, and tests were conducted to make sure she was fine. The customer mentioned that she had been under stress, and had not been eating correctly, which may have contributed to the events. Nothing further was reported.